Event description:
It was reported that during testing conducted at the user facility that the device would run while in safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.